Event description:
It was reported that while using this catheter current leaked causing a ventricular fibrillation in the patient.

Manufacturer narrative:
Follow up information regarding this event indicates that external defibrillation was required in order to restore baseline ventricular paced rhythm. The patient is stable and has been discharged. The event did not prolong hospitalization or delay discharge.